Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported battery depleted which was reproduced. A review of the event history log identified battery low, battery depleted messages. The cause was determined to be failed alternating current power which was replaced/adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery was depleted. There was no patient involvement. No additional information is available.